Manufacturer narrative:
MDR 2517506-2019-00467 was filed on 12-dec-2019. MDR 2517506-2019-00464 was filed for the same event. Additional information (18-dec-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) results. Hsc evaluated the information provided and the instrument data files. The customer results indicated a bias between the serum and plasma samples. The customer performed precision testing and serum /plasma linearity-correlation testing. The customer stated the results meet expectations and did not indicate a systemic bias with serum or plasma. No test results were provided by the customer to siemens. Hsc requested the sample to be returned to siemens for additional evaluation, but the sample was not available for return. The cause of the discordant tni results is unknown. No product non-conformance identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
MDR 2517506-2019-00464 was filed for the same event. The customer contacted the siemens customer care center (ccc) and reported elevated cardiac troponin I (tni) patient results were obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
Discordant falsely elevated cardiac troponin I (tni) results were obtained on a patient's serum and plasma samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni results.